Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 500 mg/dl. The auto mode feature was not active at the time of high blood glucose event. No further patient complications were reported. The customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.